Event description:
This is a spontaneous case report received from a health professional in (B)(6) on (B)(6)-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015. Information received from a surgeon, who was trained to essure procedure, states that an equipment problem happened during the placement in the operating room. According to reporter delivery catheter detached from the handle (device breakage). Complete essure system (insert + handle) was kept. In addition, health care professional informed that there was no cause related to the patient which could explain the event. Bilateral placement was performed with another essure system. No further information available at the time of this report. The product technical complaint (ptc) investigation and final assessment were received on (B)(6)-2015. The bayer reference number for the ptc report is: (B)(4). Lot number c26957 (production date 24-feb-2014; expiration date 28-feb-2017). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of (B)(6)-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue (due to associate product quality issue) was reported. No medical events were reported at this time therefore a batch investigation with respect to similar ae cases is not applicable. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect and noted that the possibility of the catheter breaking during the procedure is an anticipated event. As no medical events were reported, an assessment of a relationship is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that delivery catheter detached from the handle. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during the essure placement in the operating room. Considering this positive temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, as no medical events were reported, an assessment of a relationship is not applicable. Further information is being sought.

Manufacturer narrative:
Follow-up from 13-jul-2015: no further information obtained despite follow-up attempts. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 13-jul-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that delivery catheter detached from the handle. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during the essure placement in the operating room. Considering this positive temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The returned complaint sample was investigated. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 04-jun-2015: ptc investigation results were updated and provided. One device was received on 02-apr-2015. Ptc global number: (B)(4). Final assessment: since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, miceo-insert deployed inside the delivery catheter. Delivery catheter to-rack adhesive bond failed. All IFU steps were completed. We were unable to confirm the broken catheter. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the cathether breaking during the procedure is an anticipated event. Final risk classification: risk category IV. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that delivery catheter detached from the handle. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during the essure placement in the operating room. Considering this positive temporal relationship, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The returned complaint sample was investigated. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.